Manufacturer narrative:
Conclusion and justification status: the complaint states event: intra-op, ceramic bearing fracture ¿ rim fracture upon insertion during initial surgery. Treatment : liner replaced with new ceramax liner during initial surgery ¿ no re-operation the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Addendum added 25 feb 2016 .the complaint was reopened as the supplier report was received which states component properties and the microstructures are within specification. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/12/2016 ceramtech report has been received. Complaint was updated 02/12/2016.

Manufacturer narrative:
(B)(4) . This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: intra-op, ceramic bearing fracture &#14354;im fracture upon insertion during initial surgery.

Manufacturer narrative:
Conclusion and justification status: conclusion and justification status: the complaint states event: intra-op, ceramic bearing fracture ¿ rim fracture upon insertion during initial surgery. Treatment : liner replaced with new ceramax liner during initial surgery ¿ no re-operation. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.